Event description:
Recently in our organization, a patient recovering from an orthopedic procedure connected his on-q pump to his peripheral IV. Fortunately this was immediately identified by the patient's rn. Anesthesia was notified, the patient was monitored, and the on-q pump was discontinued. Manufacturer response for pain relief system, on-q pump (per site reporter). Currently there is not an alternative for the luer connector's compatibility with standard IV tubing.